Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) was not allowing the patient to increase stimulation, but after product services (ps) reviewed pp functionality, it seemed to be functioning just fine. The patient also reported that they were not feeling stimulation. The patient verified that the stimulation was on using group b at 1.7 volts. Ps reviewed how to increase stimulation and the patient confirmed that the stimulation was increasing on the screen. Ps had the patient continue to increase stimulation to 2.2 volts and the patient was starting to feel stimulation at the target area. The patient increased it again to 2.6 volts and confirmed that it was at a comfortable level. The patient stated that they had been having problems walking for about a week because of their pain. They stated that their knee was ¿sending a signal to buckle.¿ the patient had to use a walker because of this. Ps assisted the patient in changing to group a. The patient increased the amplitude to 3.2 volts but felt nothing. Ps reviewed that if group a was high-dose programming, the patient would not feel stimulation. The patient stated that they wanted to feel stimulation so they knew it was working. Ps assisted the patient in changing back to group b. The patient reported that they fell about 4.5 weeks ago because their knee gave out. They reported that a healthcare professional (hcp) ordered an x-ray and the results showed that everything looked okay. The patient was redirected to follow up with their hcp. The patient stated that they would use group b at 2.6 volts and would call the hcp if that did not relive their pain. Additional information was received from the patient on (B)(6) 2018. It was reported that help was given at the time of occurrence with the hand held device. The patient reported they still were having problems. The patient mentioned a change in their activity level that led to the lack of stimulation and inability to adjust stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative and went over some settings. They noted that their problems were resolved. No further complications were reported or anticipated.